Event description:
It was reported that (2) devices were used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er220 clips would not feed into the jaw properly while grasping the trigger. The clips dropped into the patient and were retrieved. Another instrument was used to complete the case. There was no consequence to the patient. Only one of the two devices is being returned.